Event description:
It was reported that there was unknown problem. During physical inspection it was found that the motor was damaged. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was found that the motor was jammed. The motor was replaced, and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.